Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2018 with the following findings: a review of the pump¿s alarm history showed evidence of a call service 078-0008 alarm. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. Unrelated to the original complaint, there was corrosion in the battery compartment. The pump was found to leak at the battery compartment. The battery compartment was also found to be cracked alongside of the pump. The pump was opened and moisture damage was found on the pump circuit board.